Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Blood/body fluid noted in the helix housing and in neck region. Analysis was unable to confirm reported observations. The lead passed electrical testing and the tip and helix are intact and appear undamaged.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to heart wall perforation. A new lead was implanted. No additional adverse patient effects were reported.